Event description:
The customer reported obtaining discrepant hemoglobin results for three (3) patient samples involving the coulter lh 780 hematology analyzer. The customer indicated that the initial hemoglobin run results did not correspond with subsequent rerun results for all three patients. The customer stated that patient 2 generated a delta check which prompted the repeat on other samples. There were no instrument generated flags for this event. The discrepant patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided patient data confirmed that initial sample runs on all three samples generated higher hemoglobin results when compared to the rerun results.

Manufacturer narrative:
The actuators at pinch valve vl4a, vl6, and vl12 were returned to beckman coulter for analysis and evaluation confirmed that the inside of the actuators were corroded which may cause misfiring of solenoid or valve.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the actuators at pinch valve vl4a, vl6, and vl12 to resolve the issue. Vl4a is the hemoglobin drain valve, vl6 is hemoglobin and waste drain valve, and vl12d is the baths drain. The fse verified the repairs as per established procedures and results met published specifications.